Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014 ¿ june 21, 2014. The device was received for evaluation. Visual inspection did no identify any non-conformities. The device was functionally tested and flow rate tested. The functional test did not identify any leaks or blockages. The flow rate test results were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was flowing at a slower than expected rate and eventually stopped flowing. The device was administering fluorouracil. There was patient involvement, however; there was no patient injury associated with this event. No additional information is available.